Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: concomitant device reported. H3, h4, h6: device history lot. Device history lot . Part # 314.467. Synthes lot # 6985071. Supplier lot # na. Release to warehouse date: 17 oct 2012. Manufactured by synthes monument. No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date, the star-drive screwdriver shaft handle and unknown blade stuck together. There was no known hospital or patient involvement. This complaint involves two (2) devices. Investigation flow: device interaction/functional. Visual inspection: the star-drive screwdriver shaft t8 105 mm (p/n: 314.467, lot #: 6985071) was returned and received at us cq. Upon visual inspection, it was observed that the device was received assembled with the handle with quick coupling, small (p/n: 311.43). The distal tip was observed to be stripped and worn. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. Functional test: during the functional test, an attempt to disassemble both the devices failed as the screwdriver shaft was stuck inside the quick coupling handle. The quick coupling handle was investigated under the dimensional inspection: the outer diameter of the shaft at the proximal end was measured within the specification. Document/specification review : based on the date of manufacture, the current and manufactured revision of drawings were reviewed . Screwdriver shaft: 314_467, rev. K/n. Complaint was confirmed. The device received was stuck. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the star-drive screwdriver shaft t8 105 mm (p/n: 314.467, lot #: 6985071). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: kwq, nkg. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the stardrive screwdriver shaft handle and unknown blade stuck together. There was no known hospital or patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 2 of 2 for (B)(4).